Event description:
It was reported that an ilet handheld device sustained a cracked screen while in use at work and subsequently became unresponsive, consistent with a screen/display hardware failure. Symptoms included no device responsiveness to touch or display input. Outcomes included interruption of normal device operation without reported clinical effects or medical intervention. Investigation included review of the reported device malfunction and logistical actions to replace the affected unit. Investigation of this case revealed physical damage to the screen with loss of functionality. It was concluded that the event resulted from screen damage causing device inoperability, and a replacement device was provided.